Manufacturer narrative:
Batch review performed on 19 july 2019: lot 173418: (B)(4) items manufactured and released on 3.07.2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Clinical evaluation performed by medical affairs manager: shoulder dislocation occurred few months after reverse shoulder arthroplasty. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional implant involved in the event, batch review performed on 19 july 2019. Reverse shoulder system 04.01.0003 std humeral diaphysis - cementless - 8 (k170452) lot. 176936. Lot 176936: (B)(4) items manufactured and released on 30.11.2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 4 months from the primary due to pain caused by a dislocation of the glenosphere from the liner (the cause of the dislocation is unknown, no sign of infection present). The surgeon revised the stem, liner and metaphisis successfully. The stem size has been reduced from 8 to 6.